Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100567298. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) pressure regulating balloon (prb) herniated and was bulging under the skin. A surgical procedure was performed during which the prb was explanted, replaced, and repositioned. No additional information was provided.